Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 23g010av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. Nevertheless, since the event occurred during the procedure and while the device was in use, the correlating relationship between the event to the device as a contributing cause, cannot be ruled out completely. The severity of the event is unknown. Additionally, it is unknown if the event resulted in prolonged hospitalization. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803, with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 37 mm (et309537/23g010av) was used for a mechanical thrombectomy procedure to treat an occlusion from the internal carotid artery (ica) to the m2 segment of the middle cerebral artery (mca) for an atherothrombotic brain infarction. During the procedure, a retrieval attempt at the m2 site was performed using the embotrap iii and a red60 aspiration catheter (penumbra). ¿the embotrap iii was fully deployed at m2, and the thrombus was retrieved by pinching technique. Post-operative angiography revealed hemorrhage at penetrating branch site, so the procedure was terminated.¿ the patient recovered a few days after the procedure. The antiplatelet medication regiment was withheld for several days after the procedure due to the hemorrhage, ¿but it was resumed now, and the patient is currently recovering well.¿ a continuous flush was done. Another concomitant device was a trak microcatheter (stryker). Comments from the physician: ¿the embotrap iii should had been half deployed rather than fully deployed to lower the aspiration resistance.¿ the event was reported as such, ¿the procedure was a mechanical thrombectomy of internal carotid artery and middle cerebral artery m2 for atherothrombotic brain infarction. The m1 to internal carotid artery was totally occluded. The embotrap iii was fully deployed for the first pass at ica, but the lesion was found to be the atherothrombotic brain infarction. The procedure was converted to pta procedure. The pta was performed once and restenosis was confirmed, so a wall stent (from another company) was placed in the internal carotid artery. Occlusion at the middle cerebral artery distal (m2) was then confirmed, and the thrombectomy was performed with the embotrap iii and red60 (aspiration catheter from another company). The embotrap iii was fully deployed at m2, and the thrombus was retrieved by pinching technique. Post-operative angiography revealed hemorrhage at penetrating branch site, so the procedure was terminated. The patient recovered a few days after the procedure. Antiplatelet medication could not be performed for several days after the procedure due to the hemorrhage, but it was resumed now, and the patient is currently recovering well. Continuous flush was done. Other concomitant device was trak microcatheter. Comments from the physician: the embotrap iii should had been half deployed rather than fully deployed to lower the aspiration resistance.¿ no further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: a2, a2a, a3b, a4, a5, a6, b4, b5, d4 (primary UDI number), g3, g6, h2, h6 and h11. Corrected data: d4 (primary UDI number). Section b5: additional information was received on 28-aug-2024. Summary: it was reported, ¿the hospitalization has been prolonged because of multiple factors, hemorrhage and unrelated to hemorrhage, such as pneumonia and covid-19. Could not identify how many days prolonged due to hemorrhage alone. Patient remained hospitalized. Patient's current neurological condition: left hemiplegia was observed. The patient was fully conscious. The physician commented that left hemiplegia was not only caused by the hemorrhage, as it was also due to the patient was brought to the hospital too late.¿ the patient is a ¿(B)(6), male, 170cm, 60kg, asian (japanese). Additional information was received on 03-sep-2024. Summary: per the information, event date was 22-jul-2024. ¿postoperative conservative treatment was performed for the hemorrhage at penetrating branch site, and examination 3 weeks later confirmed that the hematoma had disappeared.¿ the patient has a past medical history of carotid stenosis. Per the additional information received on 28-aug-2024, the event may have contributed to prolonged hospitalization and left hemiplegia. Based on this information, health effect - impact code "hospitalization or prolonged hospitalization" and health effect - clinical code "paralysis" have been added to this report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.